Event description:
A user facility returned an electromechanical ambulatory infusion pump for cleaning and periodic maintenance. During service testing, the pump failed a delivery accuracy test. The pump delivered at a rate below the lower tolerance specification (under delivery). This report has been filed as a result of the manufacturer's observation of a reportable malfunction.